Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin leaked from the tubing and reservoir connection. The leak was noticed as she was priming the infusion set. Nothing further was reported.